Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed due to a broken video cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to broken video cable error b31 occurred and therefore no image was displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from customer: the malfunction occurred during a laparoscopic therapeutic procedure. The procedure was prolonged for approximately 20 minutes. The intended procedure was completed with an olympus back-up device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had image disappeared, and an error message appeared (b31). This event occurred during an unknown procedure. There were no reports of patient harm.